Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided.

Event description:
The customer reported that the popped during the procedure. The procedure was completed with another balloon. The procedure was prolonged by 5 to 10 minutes and the patient's anesthesia was extended by 15 to 20 minutes. The minor extension of the procedure and anesthesia poses no additional harm, and the patient was confirmed to have had no impact from the failure. There were no reports of harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to b5, d10, and g2 for information inadvertently left out of previous report. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that the balloon popped during a esophagogastroduodenoscopy (egd). The balloon was cut to retrieve it from the scope.